Event description:
Customer obtained falsely elevated results on profiler; ck-mb (ckmb), myoglobin (myo) and troponin (th1), lot# w43338 with control level 2 lot# c1981. The results were >80, >500, >30 respectively. The test was repeated on a fresh device results are within 1 sd. The controls used with both devices were from the same vial, lot # c1982. There is no sample or used devices available for investigation and no further information is available at this time. Falsely elevated results may lead to invasive procedure or medication.

Manufacturer narrative:
Complaint investigation pending.